Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bypass, the seal was not as good as they used to be. New device was used to complete the case. No patient harm.